Event description:
The ECMO membrane was "bleeding" out gas port on two membranes. The manufacturer was notified and the unused membrane of the same lot number was removed from the shelf. The circuit was changed after the first failure and is being managed during the second occurrence. The oxygenator is still on the patient on ECMO.